Event description:
The surgeon implanted a 3-piece silicone lens model aq2017v and was torn during implantation. The lens was removed without patient injury. The model and lot numbers of the cartridge and injector used during surgery were not specified by the facility.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue and the optic was torn. Conclusion - (no conclusion can be drawn): the root cause for this event could not be determined because the cartridge and injector were not returned.